Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 43 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer mentioned that they were trying to change the needle today but trying to just get the amount of bolus to deliver before breakfast. The insulin pump will not be returned for analysis.